Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency coronary treatment when the issue occurred, and it was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. Review of the system log file showed that there was malfunction with the flexvision pc. During troubleshooting, the fse identified hardware errors. The fse configured the flexvision pc which resolved the issue. The issue reoccurred after some days and the fse replaced the flexvision pc and hdd to resolve the issue in the subsequent case. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not start up. No harm was reported to philips. Philips has started an investigation of this complaint.